Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 439 mg/dl. It was unknown whether the customer was given treatment or not for high blood glucose. Customer stated hat the insulin pump gave no delivery alarm. The insulin pump will not be returned for the further analysis.